Event description:
Customer reported a cracked and shattered touchscreen on their pump after falling and rolling over it. There was no adverse impact to the customer's blood glucose level. Although the customer could still interact with the pump, a replacement was arranged by technical support. Despite the pump being out of warranty, the customer declined interest in an out-of-warranty loaner pump and currently has no backup therapy available. The customer plans to contact their healthcare provider for further assistance.